Event description:
It was reported that the patient received 7 therapies due to t-wave oversensing. The patient may have an electrolyte imbalance leading to taller t waves. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.